Event description:
It was reported that prior to the implant procedure, the express biliary stent inner package seal was partially open at the top. The device was not implanted. A new stent was successfully implanted.